Event description:
Pt reported repeated no disposable alarm on both of her pumps. Pt had one alarm last weekend and she tried to fix cassette but had the same alarm and she changed the pump and now had alarm with the second pump. Pt changed cassette and for now this solved the problem. Pt is also thinking maybe cassette (lot number and expiration date not provided) is causing this problem. Pt is due for refill and she will needs extra cassette and possible override due to mixing extra cassette. Serial number of the first pump that was set aside: (B)(6) and serial of the second pump that is running (B)(6). Expiration dates not provided. Pump and cassette return tracking information is not available. Photographs were not provided. Position of pump or cassette when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Reviewed possible fix (sometimes the internal bladder that holds medication comes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Ref reports: mw5161191, mw5161192.